Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the product as not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.

Event description:
A cypher balloon burst at 10atm. The target lesion was the mid to proximal left anterior descending artery, which was described as de novo, long, slightly calcified, 90% stenosed, and covered with a thick plaque. The reference vessel was tortuous. The lesion was pre-dilated with a 2.75 x 15mm balloon and the 3.0 x 23mm cypher was delivered to the target lesion without friction. The balloon did not inflate when 10atm of pressure was applied, and contrast medium leakage was observed via angiography. The cypher was retrieved from the patient without difficulty, and a 2.5 x 23mm cypher was implanted at the target lesion. An additional 3.5 x 18mm cypher was implanted proximal to the implanted cypher as previously planned to cover the long lesion, and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Information received from an affiliate indicated that a stent delivery balloon burst during deployment of a coronary artery stent. The target lesion was the mid to proximal left anterior descending artery (lad). The lesion was described as de novo, long, 90% stenosed, slightly calcified and covered with a thick coat of plaque. The vessel was also tortuous. The lesion was pre-dilated with a 2.75 x 15mm balloon and the 3.0 x 23mm cypher was delivered to the target lesion without friction. The balloon did not inflate when 10atm of pressure was applied, and contrast medium leakage was observed via angiography. The cypher was retrieved from the patient without difficulty, and a 2.5 x 23mm cypher was implanted at the target lesion. An additional 3.5 x 18mm cypher was implanted proximal to the implanted cypher as previously planned to cover the long lesion, and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The reported customer complaint of balloon burst was confirmed through failure analysis. Review of the analysis and the reported event suggests that vessel/lesion characteristics may have contributed to the reported failure. There is no indication that there is a design or manufacturing related issue, therefore, no corrective action is needed. One non sterile cypher select+ 3.00x23mm stent was received coiled in two plastic bags. Blood residues were detected inside the balloon. No kinks or bends were observed. The stent was in the correct position between the marker bands. Pressurized water was applied to the catheter and a leak was detected near the proximal marker band. Sem analysis showed that the balloon external surface exhibited evidence of abrasions and damage near the leak-hole. The balloon internal surface exhibited no evidence of damage. The marker band exhibited no anomalies. The outer member external surface exhibited evidence of abrasions and damage. The outer member internal surface exhibited no evidence of damage. The exact cause of the damages could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.